Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated purewick female external catheter as one of the worst inventions ever. Nothing like inpatients coming down for testing not completely detached from one of these. This is just asking for an increase in vre, utis, and patients leaving the hospital with urinary incontinence. Hospital staff warned patients about vre, utis and developing uti after using a purewick fec. It was unknown what medical intervention was provided.